Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details are reported as to the nature of the injuries. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2010: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details are reported as to the nature of the injuries. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. (B)(6) 2010: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per medical record and plaintiff profile form: (B)(6) 2006 - patient was diagnosed with left lower quadrant abdominal wall pain, incisional hernia, obesity thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿hernia sac was dissected out. A bard flat mesh was placed into left lower quadrant and sutured.¿ (B)(6) 2010 - patient was diagnosed with abdominal pain with recurrent partial small bowel obstruction, adhesion, thereby underwent open repair with exploratory laparotomy, small bowel resection, adhesiolysis. (B)(6) 2011 - patient was diagnosed with abdominal pain thereby underwent repair with exploratory laparotomy, extensive adhesiolysis, release of bowel obstruction, small bowel resection. (B)(6) 2012 - patient was diagnosed with chronic abdominal wound, fistula, purulent discharge thereby underwent repair with excision of chronic abdominal wound fistula and drainage. (B)(6) 2012 - patient was diagnosed with enterocutaneous fistula, adhesion, small bowel obstruction thereby underwent repair with exploratory laparotomy with small bowel resection, extensive adhesiolysis. (B)(6) 2013 - patient was diagnosed with chronic abdominal pain, extensive intraabdominal adhesion thereby underwent repair with exploratory laparotomy, extensive adhesiolysis, repair of enterotomies.